Event description:
It was reported that a patient underwent oral surgery on (B)(6) 2026, and suture was used. The problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested. The needle did not fall into the patient.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --during use on the patient ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? --please refer to the event description, there's no report on patient's injury, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one suture in several fragments and one labeled winding former with a needle outside the foil packet were received for analysis. Product code w9918. During visual inspection of the needle. Marks were noted at the edge of the swage area. The barrel hole was examined, and a suture remnant was observed. The suture was broken in several pieces since the process of degradation began. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. The foil packet was visually inspected, and wrinkles in the cavity were observed; however, the integrity of the packet was not compromised. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.